Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory resistance testing found the lead was electrically continuous. Visual inspection confirmed damage to tip, and electrocautery damage to lead body.

Event description:
It was reported that during the explant procedure of the right atrial (ra) lead the physician noticed an insulation breach on the right ventricular (rv) lead in the pocket area. The patient underwent an additional surgical procedure to explant the rv lead and implant a new lead. No additional patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated with any pertinent information at that time.

Event description:
It was reported that during the explant procedure of the right atrial (ra) lead the physician noticed an insulation breach on the right ventricular (rv) lead in the pocket area. The patient underwent an additional surgical procedure to explant the rv lead and implant a new lead. No additional patient effects were reported.